Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019 according to the complainant, during the procedure, after lasering for about an hour the laser fiber broke. Reportedly, no fiber fragments were left in the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event.